Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device evaluation has not begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. During evaluation the device failed in final evaluation test of "event log verification: significant event log - text version". The unit arrived without particulate filter. Device's particulate filter and the inlet filter need to be replaced. The device passed all testing.